Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient described the area as rash.there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the irritation. Follow up indicated that the skin irritation improved.